Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was missing pixels and unresponsive. Additionally, it was reported that the battery gauge was fluctuating and that occlusion alarms occurred. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.